Event description:
End user reports he received a box where the seals on the bottom of individual catheter's packaging were not together, catheter itself sticking out through the bottom of packaging. End user reports receiving a box of his usual catheters in his order, and that the seals on the bottom of the individual catheter's packaging were defected as they were not sealed properly. These have already been discarded. All were like this in this box. He states the catheter itself was "poking out" a little bit through the bottom of the packaging's seal ( by bottom of packaging he means the eyelet end of the catheter). The point of the catheter was exposed out of the packaging like the bottom did not seal correctly or the catheter was dropped down in the packaging too far down before it was sealed he said. It did not look like it was torn in any way. The mu box was not damaged either. No harm was reported. No photo available, product discarded.

Manufacturer narrative:
MDR (B)(4)/ device 16 of 30. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. According to g905704 v.25.0 work instruction for packaging of gentlecath glide catheters on p009/p006/p9020 point 5.11.9 catheters welded in peelpack are not allowed. The checks were provided according to tm-437 test method for visual inspection of welding catheters in peelpack v.1.0 and results were documented. No nonconformity had been registered during the production process of the mentioned lot. No similar complaint was received to this lot and malfunction code "uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging". Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.